Manufacturer narrative:
(B)(4). The reported complaint of the pump not working properly is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the event details, the pump returned to normal after replacing the helium tank. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "when using the counterpulsation pump for patient's treatment, the machine was found not working properly and was reported to the instrumentation department. After checking by the engineer of the instrumentation department, it was found that the gas cylinder of the machine was broken, and the machine returned to normal after replacing the gas cylinder". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "when using the counterpulsation pump for patient's treatment, the machine was found not working properly and was reported to the instrumentation department. After checking by the engineer of the instrumentation department, it was found that the gas cylinder of the machine was broken, and the machine returned to normal after replacing the gas cylinder". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Resuable devices: UDI number unavailable as complaint product does not have a batch/lot number. Other remarks: n/a. Corrected data: n/a.